Event description:
The stopcocks from two sets were difficult to turn and the first one ended up breaking. The second one was also difficult to move so the dr. Proceeded slowly and carefully and said it felt as though it would break if she applied more pressure. It did not break and she used that one. Also the dr. Reported that the stop cock to the umbilical cath was not a luer lock and (therefore) wouldn't stay connected. There was no patient harm requiring intervention, however, there was some blood lost during the procedure.

Manufacturer narrative:
Unfortunately, no product sample was returned for evaluation. Additionally, as no lot number was provided, a review of all applicable documentation could not be performed. Consequently, a definitive root cause could not be identified during this investigation. A review of the complaint racking system did not identify any trends that could provide a potential contributor for this failure mode.